Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date, date of implant, PMA/510(k) number, manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty where freedom components were implanted on an unknown date. Subsequently, it was reported that the freedom head had dislocated. The patient was revised on an unknown date in (B)(6) 2014. The invoice history could not be reviewed due to the limited information provided.

Event description:
It was reported that patient underwent a total hip arthroplasty where freedom components were implanted on an unknown date. Subsequently, it was reported that the freedom head had dislocated. No revision procedure has been reported.